Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pain nurse via the manufacturer representative. It was reported that the charging process was determined as the cause of the heating sensation. A follow-up was performed and the system integrity check was ok. No actions or interventions were taken or planned. Some heating was still present. According to the healthcare professional, the heating sensation decreased again to the "normal heating level" that the patient had always felt before. The patient was fine and the therapy was still working and effective.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient regularly felt a heating sensation during the charging process. After an MRI in (B)(6) 2017, the patient had the feeling that the heating during charging had increased. The heating was felt on the stimulator site, not on the skin surface. It was indicated that the patient was thin. Review of the data indicated there were no anomalies with the ins.